Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The gauge needle was at 0 atm when received. The device does not have visual defects. The needle was able to move during all functional testings without issues. The unit passed tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the device gauge needle was stuck. The 80% stenosed target lesion was located in the mildly tortuous left forearm. An encore balloon catheter inflation device was selected for use. During a shunt percutaneous transluminal angioplasty (pta) procedure, dilation was performed using the inflation device. Diluted contrast media was filled in half then it was connected in an unknown balloon catheter. Pressure was then applied right after the appropriate air removal; however, it was noted that the pressure gauge was not moving. Furthermore, the unknown balloon was noted to be inflated under fluoroscopy. Since only the gauge was not moving, the physician judged that appropriate dilation would be difficult to perform. Lastly, another of the same device was unpacked and used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that the device gauge needle was stuck. The 80% stenosed target lesion was located in the mildly tortuous left forearm. An encore balloon catheter inflation device was selected for use. During a shunt percutaneous transluminal angioplasty (pta) procedure, dilation was performed using the inflation device. Diluted contrast media was filled in half then it was connected in an unknown balloon catheter. Pressure was then applied right after the appropriate air removal; however, it was noted that the pressure gauge was not moving. Furthermore, the unknown balloon was noted to be inflated under fluoroscopy. Since only the gauge was not moving, the physician judged that appropriate dilation would be difficult to perform. Lastly, another of the same device was unpacked and used to complete the procedure. No patient complications were reported.